Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin infection and blister cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Blister was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 6 reports of blister in the commercial program to date. None of them were serious.

Event description:
A 61-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient reported to novocure that on (B)(6) 2025, she developed a blister on her scalp that subsequently became infected. Treatment included unspecified oral and topical antibiotics. The healthcare provider (hcp) recommended temporarily discontinuing optune gio therapy until the affected area healed. A review of the patient's medical records, received on (B)(6) 2025, included documentation from a virtual consultation on (B)(6) 2025. During that consultation, the patient was noted to have developed an ulceration-like blister and erythema on the scalp, and the skin in that area appeared friable. A 7-day course of sulfamethoxazole/trimethoprim was prescribed, and the patient was advised to continue applying neomycin-bacitracin-polymyxin ointment to the affected area. During a follow-up visit on (B)(6) 2025, clinical notes indicated that the scalp wound had improved following a 5-day course of oral cefalexin. The patient, however, had not resumed optune gio therapy. During a home visit on (B)(6) 2025, the patient reported that the wound had reopened after resuming optune gio therapy for one week. The images provided showed a fluid filled blister in the right temple region with mild to moderate erythema. Subsequent images demonstrated that the blister had ruptured, resulting in a small amount of purulent discharge and a full thickness wound opening. The hcp advised to remain off therapy and continue with topical antibiotics. Attempts were made to contact the prescribing physician, although no further information was received.